Event description:
It was reported that the iab was in use for five hrs when the physician decided to take an x-ray of the catheter's position. He then pulled back on the catheter and the pump's hi pressure alarms sounded. The iab was removed and replaced without any complications.